Event description:
On (B)(6) 2026, leica biosystems received a customer complaint stating that a tissue processing run on their leica histocore pegasus (serial number (B)(6) had failed on (B)(6) 2026. The information provided indicated that the processing run had failed at the formalin step (s2) with the tissues being processed having remained in the reagent contained in reagent station s2 (formalin). The customer was advised by customer support to drain the retort and then remove the tissue from the retort using appropriate personal protective equipment (goggles, gown, gloves and mask). While attempting to drain the retort, the customer observed reagent leakage from the bottom of the instrument. When leica biosystems customer support was informed of this, the customer was advised to follow their site's procedure for vapor exposure. On (B)(6) 2026, leica biosystems service and application personnel examined the device at customer site. During this visit leica biosystems was informed that all patients had been diagnosed and no injury was recorded to the customer. On (B)(6) 2026 leica biosystems was informed by the customer that contrary to what was initially stated, during the event on 26 may 2026, twenty-one (21) patient samples could not be diagnosed. On (B)(6) 2026, leica biosystems received information from that customer that two (2) of the patients concerned will require re-biopsy. Despite multiple contact attempts, leica biosystems was unable to obtain definitive information from the customer regarding the diagnostic impact or need for re-biopsy for the nineteen (19) remaining patients. Refer to importer MDR 3022446399-2026-00004 for information on the first patient case impacted.